Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the universal oscillating saw attachment stiffed and stopped during surgery and did not work again. There was no patient harm; however there was a delay in surgery for approximately 20 minutes. The procedure completed with an alternate device.